Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer reported that quality controls (qc) were on mean and there were no issues with other tests or patient samples. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse replaced the aspirate 4 probe and tubing. The cse ran quality controls (qc), resulting within specification. The cause of the discordant, falsely elevated hbsagii result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated thyroxine free (ft4) result, was obtained on one patient sample on an advia centaur xp instrument. The discordant result was reported to the physician(s), who questioned it. The same sample was repeated in duplicate on the original instrument and on an alternate advia centaur instrument (B)(4), resulting lower. The repeat results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ft4 result.